Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Moreover, the ra lead was snapped during the extraction and the lead was left incomplete in the patient. Additional information indicated that the ra lead was completely explanted and the conductor was exposed. There were no additional adverse patient effects reported.